Event description:
It was stated that "dr was placing a 7.5 x 80mm closed head screw into the ilium when the driver shaft for the 2 pc iliac screwdriver ((B)(4)) snapped in half. The broken pcs were removed and the one piece iliac screwdriver was assembled and inserted to the proximal end at the screw to complete the insertion as the screw was being "seated" into the ilium the distal tip deformed, twisted and stripped out."

Manufacturer narrative:
Additional info has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.